Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary tubing leaked above the drip chamber near the vent cap when the vent cap was closed. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a secondary set leaking near the closed vent cap was not confirmed. Visual inspection of the set did not reveal any discernible damage or abnormalities. Functional and pressure testing resulted in no leaking. The cause of the reported failure was not determined.